Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps did not move in the direction the surgeon was trying to move it. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer reported that the surgeon experienced a motion issue in which the instrument moved in an unintended direction. The event occurred while the surgeon¿s head was inside the surgeon console, and the surgeon did not remove their hands from the hand controls when the issue occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps with an alleged issue to perform failure analysis. The fenestrated bipolar forceps instrument was visually inspected internally and externally; no issues were identified. The instrument passed the grip test. Failure analysis could not verify the customer reported event. The fenestrated bipolar forceps was tested on an in-house system. The fenestrated bipolar forceps instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument moved intuitively with full range of motion in all directions. Probable root cause is attributed to other factors unrelated to the product.